Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm, vicm6_13.2, -5.00 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. In a separate surgery later that day the lens was replaced with a shorter length lens. The cause of the event was reported as the device. Reportedly, the patient will be followed up in clinic. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports there is high vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).